Manufacturer narrative:
The zipwire was returned 02-21-2019 for analysis. This MDR is being filed based on the results of the analysis, which revealed that the zipwire was skived. Device evaluation: as received, the specimen consists of one hydro gw stf std an 260-035; returned reloaded into the dispenser assembly, and double-bagged within "zip-lock" style poly biohazard pouches. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. A review of the manufacturing and packaging processes indicates the operators are instructed to 100% visually inspect for any obvious defect prior to shipment during manufacturing and packaging of this product. The specimen presents skive damage to the polymer jacket material 43.4 to 44.2cm and 82.9 to 92.9cm from the distal tip and a large radius bend over the distal 8cm. The specimen does not present any indication of crush damage to the distal tip region as reported in the event description. Microscopically the specimen coating appears to be worn and abraded; consistent with clinical use. Except where noted, the specimen device appears visually and dimensionally correct. The bend and skive damage appears consistent with manipulation of the wire against resistance during the clinical event. The warnings section of the device instructions for use (dfu) indicates, "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the zipwire hydrophilic guide wire and or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." The device instructions for use (dfu) also indicates"do not use the zipwire hydrophilic guide wire with devices that contain metal parts such as atherectomy catheters, laser catheters, or metal introduction devices as they may cause the zipwire hydrophilic guide wire plastic coating to shear and/or sever the wire." At this time it is not possible to determine an exact root cause for the event as reported. The event date and patient information were not provided at the time of this report. If any further relevant information is provided, a follow up medwatch report will be submitted.

Event description:
Event description: it was reported that: wire showed at the distal tip a crushed structure, that's why the physician can't treat the lesion with a pta balloon. Additional information: the crushed structure was not directly the tip but the front area. It was reported the problem occurred inside the patient. The damage is believed to have occurred while in the vessel, suspected to be as a result of calcification or at an exit. The pta balloon and zipwire were removed separately. The procedure was completed with a another zipwire. No patient complications.